Event description:
The pump was returned to animas. Investigation found contamination under all of the keypad buttons. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013, with the following findings: the contrast button was found to be intermittently responding to presses. The contrast button has no effect on the pump's insulin delivery function. The keypad was removed and contamination was observed under all of the button contacts.